Event description:
During a transfemoral tavr procedure, a second sapient xt valve was needed to resolve paravalvular leak (pvl). Immediately following initial valve deployment, there was moderate pvl. Post dilation ensued with an additional 2cc's of volume; this resulted on a slight improvement. Due to the ongoing pvl a second valve was deployed distal to the first. The aortic insufficiency was reduced to trace. The patient left the cath lab in stable condition. The patient¿s annulus measured 577mm2 on CT, but the 3d echo showed a considerably smaller measurement (<500). After assessing the aortic valve complex with bav and contrast injection with a 25 x 4cm edwards balloon, a 26mm sapien xt valve was selected. The patient had moderate annular/leaflet/aortic root calcification. Coaxial alignment of the delivery system and the valve was good. Image intensifier angle was good. Ventilation was held and there was no loss of pacing capture during valve deployment. The patient¿s ejection fraction was 70%. The pvl was attributed to the valve being slightly too aortic, and/or to the calcium preventing the valve from sealing or fully apposing to the annulus.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the valve was deployed within the annulus in a recommended position [50:50 to 60:40]. It is possible that patient and procedural factors [uneven distribution of bulky calcification and inaccurate measurement of the native valve annulus] may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.